Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ generic medstation¿ es, the fridge door handle was extremely loose. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device in this incident, it was determined that the unable to open the refrigerator to access the medication and hardware was failed. A field service engineer (fse) inspected door on the fridge was opened and closed multiple times using different techniques, closing it lightly, slamming the door, and other methods, and no issue occurred at any point. The technician pointed out that the door handle had been extremely loose, which had been the case for several months when the technician was there. The staff submitted a request for maintenance to fix the door handle on the fridge that was owned by the hospital. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator door handle was extremely loose. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.